Event description:
The gloves are stuck shut: as if they have been melted shut. It is not possible to separate the inner surface in order to fit one hand inside. Time is wasted pulling one glove after another for a good one.